Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached and an aiming beam fired straight out of the fiber during a procedure for a very fibrous gland at 118,206 joules. Also, it was reported that the fiber was cleaned during the procedure. And it was reported that the fiber cap was retrieved and saved for return. A device evaluation is pending.